Manufacturer narrative:
Concomitant medical products: 4951m-53 lead, implanted: (B)(6) 1992; w1dr01 ipg, implanted: on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred for low impedance on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.